Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407372) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, when the sheath was inserted into the heart and flushed from side port before inserting the catheter, it was noted that air was aspirated. Aspiration was performed several times with no resolution. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.